Event description:
During cochlear implant surgery, normal response measured on 5 electrodes of this pt's implant. However during initial activation, no response from the implant was obtained and the pt did not respond to stimulation. During an intergrity test on 08/19/2005, implant failure was confirmed.